Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the insulin pump was broken around the reservoir compartment. The device will be returned for analysis.